Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Comp rep evaluated the system. Corrections included rebooting the system and communication was reestablished.